Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated when the patient was wearing a "lifeline" alert necklace close to the ipg. When the patient removed the necklace, it was possible to successfully interrogate the device. There was also a possible discrepancy with the ipg longevity readings. The ipg remains in use. No patient complications have been reported as a result of this event.